Event description:
Patient having lvad planned replacement. About 30 minutes into cardiopulmonary bypass, the lvad malfunctioned and stopped completely. The right ventricle became dilated. While trying to re-initiate cardiopulmonary bypass, the lvad spontaneously resumed function. The rv continued to struggle and an a right vad was placed.